Event description:
Customer stated his insulin pump is alarming. After switching out the battery, the device would not turn on. The display is blank. Customer's blood glucose is 155 mg/dl. Customer uses duracell batteries. He stated the battery compartment appears damaged. There is a black line inside the battery compartment that has a burnt appearance. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners. Blank display noted due to battery tube not plugged in properly to the interface board. Unable to confirm an error alarm due to blank display. Light corrosion also noted in the battery tube.